Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that patient was getting poor communication. Patient said they tried to check their device and it said that it wasn't connecting. No other actions were taken prior to the call. Patient stated they used the antenna. The antenna was secure and when repositioned and synced with the ins, the poor communication resolved. Patient also reported they went out to eat the day prior to the report and then afterwards had a sudden accident. Patient was advised to track their symptoms to determine if the food intake was related. No further complications were reported.